Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimation. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. User facility medwatch #(B)(4).

Event description:
User facility medwatch report: a sport wire fractured and the distal tip embolized into the left circumflex ostium when doctor advanced the stent beyond the guide. The sport wire was being used as a buddy wire to get a 2.5 x 15 mm balloon to advance down the left anterior descending {lad). This appeared to be about a 30 mm long fragment that was coiled. The doctor used a loop initially, but the catheter of the loop was too short to advance into the coronary. A flower shaped loop was advanced, but would not go beyond the fragment and kept backing the guide out so the doctor advanced a new sport wire beyond the fragmented tip and this acted as a buddy wire to allow the loop to advance beyond the fragment. After twisting the loop several times the doctor realized it was moving the fragment, so the doctor pulled the loop into it's guide as far as possible then was able to pull the wires back into the guide and remove the guide. The doctor went back with a 6cm {6fr) guide and was able to place the stents and use the non-compliant balloon to dilate the lad. Per staff, the device packaging was thrown away. The lot numbers aren't available. Per staff device packaging thrown away. What was the original intended procedure? Coronary arteriography and lad angioplasty.

Event description:
Subsequent to the initially filed report, the following information was received: it was confirmed that no part of the extra sport guide wire remained in the patient anatomy. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Date of event: date correction. The unique device identifier (UDI) is unknown because the part number was not provided. Evaluation summary: a visual inspections was performed on the returned guide wire. The reported separation was confirmed. The reported patient effect of embolism is listed in the hi-torque guide wires instructions for use as a known patient effect of the procedure. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the part and lot number were not reported and the product packaging was not returned. The investigation determined that the reported difficulties appear to be related to operational circumstances of the procedure. In this case, it is likely manipulation and/or inadvertent torqueing of the wire that during advancement caused the wire to become stuck or entrapped in the anatomy and/or other devices used, ultimately resulting in the core separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.